Event description:
It was reported to tyco healthcare/(B)(4) on (B)(6) 2005 that a customer had a problem with a defibrillator pad. The customer stated that "there was a fault in connector part of the pad that connects to the defib monitor. One side of the connector looks different compared to the other side (inside the grey outer casing). The connector seems smaller and looks as though it was not properly formed. When connected, the unit did not recognise there was a pad connected and therefore, did not give an instruction to shock."